Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer's blood glucose was 7 mg/dl after treating with glucose tablets. The customer stated that she experienced low blood glucose yesterday and fell out. This caused the customer's belt clip to break. The customer declined to troubleshoot for low readings. The customer will be sent a replacement belt clip.